Manufacturer narrative:
The field service engineer (fse) found a hole in the vacuum tubing, a clog in a vacuum vessel nipple, a bent spring holder for the rinse water nozzle, and a nozzle that was out of position. The fse replaced the spring holder, adjusted rinse levels, replaced vacuum tubing, unclogged the the vessel nipple, and performed a deionized water flush. Precision checks, hardware checks, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module. The customer questioned the initial results as they were both critically low and repeated the samples. For sample 1, the initial result was 5.5 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was 8.3 mg/dl. For sample 2, the initial result was 5.5 mg/dl. The repeat result was 8.8 mg/dl. The repeat results were deemed correct.